Event description:
Info received indicates, the left head siderail will not latch in the up position due to a broken weld.

Manufacturer narrative:
The account replaced the siderail to repair the bed.